Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pyelonephritis, nausea, vomiting, vaginal pain, asthma and add. Concomitant products included budesonide w/formoterol fumarate (symbicort) since 2015, citalopram hydrobromide (celexa) and obetrol (adderall) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 6 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("menstrual pain"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches;"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth fracture ("broken teeth"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) (type: uti)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine"), libido decreased ("hormonal changes (describe: low sex drive)"), mood swings ("hormonal changes (describe: mood swings)"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating)"), dyspepsia ("gastrointestinal or digestive system condition (type: poor digestion)"), periodontal disease ("parodontal disease"), bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and oophorectomy to remove essure), surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, uterine haemorrhage, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, urinary tract infection, urinary tract disorder, headache, tooth disorder, dyspepsia, tooth fracture, periodontal disease, bladder disorder, vaginal infection and weight increased outcome was unknown, the pelvic pain, dysmenorrhoea, migraine and abdominal distension had resolved and the libido decreased and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, headache, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, periodontal disease, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 04-jun-2018: pfs received: the event broken teeth, parodontal disease, bladder disorder, vaginal infection added. Concurrent condition, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and oophorectomy to remove essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine, procedural pain and vaginal discharge to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pyelonephritis, nausea, vomiting and vaginal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, 6 years 6 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), libido decreased ("hormonal changes (describe: low sex drive)"), mood swings ("hormonal changes (describe: mood swings)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: uti)"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches;"), tooth disorder ("dental problems"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating)") and dyspepsia ("gastrointestinal or digestive system condition (type: poor digestion)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and oopherectomy to remove essure), surgery (hysterectomy with unilateral salpingo-oopherectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, uterine haemorrhage, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, urinary tract infection, urinary tract disorder, headache, tooth disorder and dyspepsia outcome was unknown, the pelvic pain, dysmenorrhoea, migraine and abdominal distension had resolved and the libido decreased and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, headache, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: bido decreased, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, headache, tooth disorder, abdominal distension, dyspepsia, pelvic pain, uterine haemorrhage were added. Previously reported event ¿migraine, dysmenorrhoea¿ outcome, reporter, patient demographic information, other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.